Manufacturer narrative:
The device was not returned to olympus/ the cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported complaint. If additional information becomes available or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that following a therapeutic procedure, the patient was observed to have a labia burn. The intended procedure was completed with the same equipment without issue. Later the same day, the patient called the hospital as the patient was experiencing an unspecified pain. The patient was admitted back to the hospital and the doctor observed a labia burn to the patient. There were no details provided regarding the severity of the burn and how the patient was treated, however, the patient was discharged on the same day.